Manufacturer narrative:
Date sent to the FDA: 05/02/2011. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-00549. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a right middle finger trigger release procedure on (B)(6) 2011 and suture was used. On (B)(6) 2011, the patient experienced redness. At an office visit on (B)(6) 2011, the patient underwent incision and drainage of the finger. On (B)(6) 2011, the patient was hospitalized and surgery was done, incision and drainage of the finger and cultures were taken.